Event description:
It was reported that the pump touch screen was frozen. Additionally, it was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Customer¿s blood glucose level was 124 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.